Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message was not confirmed during the functional testing and based on the review of the event log. The reported tcmid:06 error was not replicated, and the thermogard console functioned as intended during testing at the customer site. During the visual inspection of the thermogard console, no physical damage was observed. The console's event log data review revealed a mid:09 (air trap assembly) error message around the customer's reported event date, unrelated to the reported complaint. Zoll service personnel concluded that the mid:09 error was caused by saline or coolant fluid getting on the air trap board sensors. These sensors were likely dried out before the service was finished. The thermogard console passed the functional testing without any errors. Following service, the thermogard console passed the final functional and electrical safety tests without issues.

Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error. No further information was provided. The patient's status information was requested, but the customer did not provide a response.